Event description:
The customer reported via phone call that the insulin pump alarmed button error which could not be cleared. The customer stated that she was going to suspend insulin delivery to take a shower, but when she tried to suspend, the device would not respond. The alarm occurred thereafter. The customer's blood glucose was over 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and scratched reservoir tube window.